Event description:
Performance issue during use was reported for the subject programmer: it is very slow during interrogation.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Performance issue during use was reported for the subject programmer: it is very slow during interrogation.